Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded an out of range pacing impedance measurement on both the right atrial (ra) and the right ventricular (rv) channels. The out of range measurements resulted in a switch from bipolar to unipolar mode. A request was made of boston scientific technical services (ts) to review the system. Boston scientific technical services (ts) reviewed data from the device and observed the impedances were fluctuating on both channels in addition to fluctuating rv thresholds. Additionally, one episode of ra noise was observed and troubleshooting recommendations were provided. The make of the ra and rv leads is unknown. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that the ra and rv leads are competitor products. The system was reprogrammed and remains in service.